Event description:
It was reported that on (B)(6) 2018, during removal of a trochanteric fixation nail (tfn), the helical blade has become stuck on the connecting screw and extraction instrument. There was no information given on why the implant was being removed or if anything was implanted in place of it. The case was able to continue as the blade had been removed. The procedure was successfully completed with no surgical delay. The patient was fine after the surgery. This report is for one (1) helical blade coupling screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Corrected data: corrected event description. After receipt of the additional information it was determined that previously reported concomitant device helical blade (part unknown, lot unknown, quantity 1) should have its own report and is no longer considered concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on october 8, 2018, during removal of a trochanteric fixation nail (tfn), the connecting screw for helical blade has become stuck on the extraction instrument for helical blade. The case was able to continue as the blade had been removed. The procedure was successfully completed with no surgical delay. The patient was fine after the surgery. Concomitant device: helical blade (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during removal of a trochanteric fixation nail (tfn), the connecting screw for helical blade has become stuck on the extraction instrument for helical blade. The case was able to continue as the blade had been removed. It was unknown if there was a surgical delay. There was no patient outcome reported. This report is for one (1) helical blade coupling screw. This is report 1 of 2 for complaint (B)(4).